Event description:
A consumer implanted for spinal pain reported that since (B)(6) 2016, the implantable neurostimulator (ins) was working ¿so slightly¿ and was ¿useless¿, so they could barely walk, could barely feel a very small amount of stimulation, were having ¿serious problems,¿ and their leg pain returned so their legs were burning badly. The consumer wanted the manufacturer¿s representative (rep) to come to their house for troubleshooting. It was noted the consumer no longer took oral medications (which they had been previously for cancer and had neuropathy from the chemotherapy), but was going to their family doctor right now to discuss pain medications and their pain level getting so much worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.